Event description:
There have been 2 additional reports of issues with trifuse mini bore extension sets. No patient harm noted. 1) "I picked up the central line tubing to disconnect in order to draw labs, and the tri-fuse came apart in my hands. It was visibly cracked. New set was obtained." 2) "trifuse cracked at connection port when attached to patient cvl [central venous line]. New trifuse set needed to be obtained."